Manufacturer narrative:
Multiple attempts have been made from the product surveillance coordinator to the complainant over an extended period of time in order to get additional information. No information related to this complaint has been or will be provided by the complainant. Therefore this event will be closed with the information provided.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Event description:
It was reported to gore that a patient was implanted with a gore® dualmesh® biomaterial to treat a ventral hernia several years ago. It was stated that the gore® dualmesh® biomaterial was implanted in a sublay position and that the patient suffered from a wound healing disorder after treatment. Therefore the patient consulted another hospital, based on the wound healing disorder, where the gore® dualmesh® biomaterial was surgically removed.